Manufacturer narrative:
(B)(4). The cassette and tubing were returned for evaluation without external packaging or labeling making identification of the specific lot impossible. During the visual inspection it was confirmed that the cassette broke through the middle. There was a clear fracture through the middle of the hard plastic side of the cassette. The lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been requested but have not been made available. A follow-up MDR may be submitted if medical records are made available.

Event description:
A peritoneal dialysis (pd) patient reported during treatment on (B)(6) 2015 the cassette popped and broke in half causing a fluid leak. The patient reported that this event caused her to develop peritonitis. The cassette was given to the patient's pd nurse and was made available for evaluation. During follow up the patient's pd nurse reported the patient visited an emergency room on an unknown date following the event with symptoms of peritonitis. The patient was treated for peritonitis and was prescribed antibiotics. Due to a reported pharmacy error the patient did not receive all needed doses and had a relapse of the peritonitis resulting in another visit to the emergency room on an unknown date. The pd nurse did not have records available from the emergency room visits for further details. Medical records have been requested.